Event description:
It was reported that the user experienced hyperglycemia reported at 374 mg/dl after attempting to reconnect to the pump, discovered a leaking insulin cartridge, disconnected from the ilet, and transitioned to subcutaneous insulin via pen to correct glucose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user-managed correction with multiple daily injections and no hospitalization. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed a leaking cartridge consistent with a device component leak leading to high glucose. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to a cartridge leak.

Manufacturer narrative:
Initial.